Event description:
It was reported that a few days after the patient¿s surgery, the patient turned on his patient programmer (pp) and noticed that he had lost some programming parameters, ¿like different positions, etc.¿ it was stated that a manufacturer representative had attempted to help the patient troubleshoot, but the patient was ¿not able to do that.¿ it was stated that the patient¿s therapy was not working as expected. It was noted that the patient was scheduled for a surgery follow-up appointment for the (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient programmer (pp) was not working as easy as it was before the implantable neurostimulator (ins) was moved. Please reference MFR report # 3004209178-2014-11676 for information pertaining to the ins location revision.

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).